Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account after the event. Performed a z-calibration with test cone and it was in specifications. Created a flap in gel with cone from customer for 120um flap but the flap measured at 110um and when he did a z-calibration the offset was supposed to be at -10 and the cone came in at +5. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that when creating flap in patient¿s right eye a vertical gas breakthrough occurred and treatment was aborted. Account to return patient interface patient reported foreign body sensation (fbs) and dry eye after procedure. No loss of best corrected visual acuity (bcva) reported. Fbs resolved in 24hrs. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.25 x -.75 x 93, left eye pre-op 20/20 -2.00 x -.50 x 84. This report is for the patient interface. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Additional information: device evaluation: the product testing could not be performed as the product was inadvertently discarded by the lab personnel. The reported complaint cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60103066. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency.